Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device had a defibrillator ¿(use)treatment of the button is a failure¿. There was no report of patient involvement.

Manufacturer narrative:
.